Event description:
It was reported that a lead revision was performed due to loss of capture (loc) of both the right atrial (ra) lead and right ventricular (rv) leads. A micro dislodgement of both leads was confirmed. During this procedure, the physician opted to explant the pacemaker and replace it with a new device. Both leads were repositioned. No additional adverse patient effects were reported.